Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery depletion was verified, however, no failure was detected related to the battery charging issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quicker than anticipated. Additionally, it was reported that the pump battery would not charge past 50%. The customer's blood glucose level was 201 mg/dl. Reportedly, the customer has insulin pens available as alternate insulin therapy.